Event description:
It was reported that the electric dermatome wasn't cutting the skin but rather chopping the skin. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned for eval and it was determined that the comb was damaged; the sideplates were gouged; the sliding pins were rough and the ball detents were worn. As a result, calibration could not be performed. Parts replaced were; roller, bushings, comb and side plates were replaced. The device was repaired and re-calibrated according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 1992 and had been returned to the manufacturer for repair or preventative maintenance five times with the last time being in september of 2005. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance."